Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported that the consumer was doing the priming nothing was coming out, it was clogged and thinks because the needle was on the side that is why its clogging and sometimes breaks off during injection. Verbatim: spouse of a consumer called back to provide the lot# 9044752; expiration date-2024-02-29. She also reported when her husband was doing the priming nothing was coming out, it was clogged and thinks because the needle was on the side that is why its clogging. It's been happening with this box, it happened yesterday again so she decided to call us. Incident date(B)(6)2019 . Occurence-12 . He does visually tests the needle to see if it is straight first before he uses. Explained the reason why to check the needle to see if its straight. Spouse of consumer reported needle bends during injection and sometimes breaks off during injection. Also reported needle clog during priming. Does not re-use, problem occurred about 10 days ago. Samples have been discarded. Lot # 9044752 product # 320122 exp 02-29-2024

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported that the consumer was doing the priming nothing was coming out, it was clogged and thinks because the needle was on the side that is why its clogging and sometimes breaks off during injection. Verbatim: spouse of a consumer called back to provide the lot# 9044752; expiration date-2024-02-29. She also reported when her husband was doing the priming nothing was coming out, it was clogged and thinks because the needle was on the side that is why its clogging. It's been happening with this box, it happened yesterday again so she decided to call us. Incident date- (B)(6) 2019. Occurence- 12. He does visually tests the needle to see if it is straight first before he uses. Explained the reason why to check the needle to see if its straight. Spouse of consumer reported needle bends during injection and sometimes breaks off during injection. Also reported needle clog during priming. Does not re-use, problem occurred about 10 days ago. Samples have been discarded. Lot # 9044752. Product # 320122. Exp 02-29-2024.